Event description:
We have had 3 events in the last couple of days, where nurses have encountered that their patient's cyclosporine dose has been leaking and they noted cracks in the spinning spiros connection piece that is attached to the syringe. The pharmacy has been drawing up these chemotherapy doses and they had 2 lot numbers, so we removed both lot numbers from all departments. This is concerning for two reasons: 1) our patients have not been getting their full doses of chemotherapy and they cannot be re-dosed. As a result, this has a negative impact on their treatment course. 2) chemotherapy drug is a hazardous medication, so this puts our patients and staff at risk.manufacturer response: ICU medical representative was very attentive and prompt to respond and she said would report it to the company. In return, she has ordered new product for us that will be here tomorrow. In addition, she will pick up the defective product.